Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported no table functions on remote of column keypad. Cannot turn table on/off. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
Customer reported no table functions on remote of column keypad. Cannot turn table on/off. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "no table functions on remote or column keypad" could confirmed during the inspection. It was identified that fluid ingress damaged internal circuit boards which caused the loss of functions. After replacement of the damaged parts the table functioned as intended. Based on this, no further actions are required.